Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for loss of capture during the release was confirmed with other empirical evidence. No manufacturing non-conformities were found in the returned sample or identified from the investigation. As there were no intraprocedural images provided for this adverse event, an imaging evaluation could not be performed. There was no allegation of product malfunction reported. Available information suggests that procedural context, (patient had dense chords affecting grasping area, and difficulty capturing leaflets due to extreme tethering of septal leaflet), likely contributed to the adverse event.

Event description:
As per report received from ew affiliate in germany: edwards received notification of a pascal precision ace device in tricuspid position where during the procedure, there was a loss of capture after release of both sutures and a tiny piece of leaflet was injured during bailout. The patient had secondary/functional tricuspid regurgitation (tr). Starting tr was massive 4+. Patient had dense chords affecting grasping area, and a pacemaker in situ. During implantation of the first device, there were no difficulties navigating the device related to imaging or anatomy. However, there was difficulty capturing leaflets due to extreme tethering of the septal leaflet. Both leaflet grasps were optimized, and there was sufficient leaflet insertion on both leaflets. The device was checked multiple times in capture-ready configuration in transgastric view, and it looked sufficient. After pulling both sutures out, the loss of capture was identified. No tension was noticed when removing/flossing the sutures. The decision was made to bailout: both sutures were already pulled out, so the rolling technique was performed to get the lateral leaflet out of the closed clasp. A tiny piece of leaflet was injured, however it did not change anything regarding the tr or visible jets. As per medical opinion, root cause of the event was the extreme tethering of the septal leaflet. After leaflet loss, a second attempt with another ace device was done, but there was no chance to grasp the septal leaflet. The team accepted the patient was not suitable for teer procedure but medical therapy instead. Tr remained massive 4+.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.